Manufacturer narrative:
The reported events of material break and noise were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed external abrasion that breached the outer insulation and exposed the outer coil caused by friction to the device can. The cause of the reported events was isolated to the external abrasion that breached the outer insulation and exposed the outer coil caused by friction to the device can. The other damage noted on the lead is consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device upgrade procedure, episodes of noise resulting in oversensing and inhibition of pacing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. Once explanted, the rv lead was observed to be damaged where the suture sleeve was attached. The patient was stable and will continue to be monitored.